Event description:
Reporter stated customer had hypoglycemic symptoms with blood glucose results of 249 mg/dl taken on the advantage system; no action taken based on device result. Paramedics were called and customer was taken to hospital; result on hospital meter 15 mins after 249 mg/dl result was 60 mg/dl; treated with IV (contents unknown) and oj. No quality controls were used. Requested return of suspect device and replacement was sent.